Event description:
A malfunction with the touchscreen was reported, where the pump screen froze and did not respond to input, preventing customer interaction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, but the issue persisted. Consequently, the pump was replaced under warranty, and the customer opted to use multiple daily injections (mdi) as backup therapy. Technical support advised the customer on using the replacement pump, confirmed shipping details, and instructed the return of the malfunctioning pump using a pre-paid label.